Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. However, one unused, sterile proglide device with the same lot number, 20924j1, as the complaint device was returned for evaluation. The device passed functional testing with acceptable results. No manufacturing or abnormal observations were detected. A cause for the reported complaint could not be determined based on the investigation findings from the tested sample. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an unspecified procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present. The device was removed and three additional proglide devices were attempted, but also resulted in needle-to-cuff misses. A fifth proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded and not returning for evaluation; however, the customer is expected to return nine unused, sterile, sample devices part number (12673-03) and lot numbers (20924j1 and 21003j1) for evaluation. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other perclose proglide devices, referenced are being filed under separate medwatch manufacturer report numbers.